Manufacturer narrative:
Further information was requested, but not received.

Event description:
A proactive assessment of the battery trend was performed for this advisory product. Adjudication of the battery trend was performed on (B)(6) 2023. The assessment determined that there is a possible premature battery depletion, which was first detected on (B)(6) 2023. Based on this information, the device meets the definition of a product experience and is being submitted to the product performance group.

Manufacturer narrative:
Correction: h6: codes should reflect product not returned.